Event description:
Port inserted on (B)(6)2025. Suspicion of extravasation following first chemotherapy treatment. Clinical team who placed huber needle (bbraun surecan safety 2) state that correct placement had been verified with blood aspiration and had no problems with flushing. Subsequent extensive tissue damage requiring plastic surgical intervention. Need to rule out any problems with the port which may have caused the extravasation injury.

Manufacturer narrative:
Initial report for adverse event. The manufacturer conducted a documentary and returned product investigation into the reported problem with complete, DHR and testing data review and product review: this document review concluded that the product (procedure pack) meets its specification. The product review performed by pfm cpp could not reproduce the reported leak nor draw a formalconclusion. Base upon the investigation result, this complaint is classified: unjustified, use error. Item number, item description, lot number, expiration date, manufacturing date, UDI: (B)(4), tjl ii contrast basic pur 1.3 x 2.2mm, 155179, 02/21/2027, 04/29/2024, unknown.